Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. Review of the event history log (ehl) showed error code 1660. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to defective main printed circuit board (mp board). As a result, the main printed circuit board (mp board) was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.

Event description:
The customer was stated error 1660. There was no reported patient involvement or harm. Evolution of the returned device confirmed the reported issue "device shows 1660 error".